Event description:
The customer reported to beckman coulter (bec) that the coulter lh 780 hematology analyzer leaked a liquid and generated probe wipe error/dil 1 card 15v error. The volume of the leak is unknown and it was not contained within the instrument. The customer powered down the analyzer. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found that tubing was disconnected at the upper sheath tank that leaked onto the connectors and sensor distribution card shorting it out. The fse replaced the disconnected tubing that fixed the leak, and cleaned up the connectors and sensors that fixed the error messages. Failure mode was disconnected tubing at the upper sheath tank. (B)(4). Customer telephone number: (B)(6).